Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula c-ring cracked while it was inside the patient's leg. The detached piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)